Event description:
It was reported that during the ablation, the customer noticed a char on the catheter tip. The physician used another catheter to finish the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and no char was observed, however 3 irrigation holes were found occluded with brown/red residue. After decontamination, the residue was removed from the holes to perform an irrigation and flow test and determine if any other condition was causing an occlusion on the catheter. The results suggest that the catheter was flushing properly, therefore it can be concluded that both tests passed. The returned device was tested for electrical performance, stockert compatibility, and thermal sensor response. The electrical leakage was found within specification. The thermocouple sensor passed when immersed in fluid with controlled temperature. The catheter interfaced with the stockert obtaining acceptable ablation readings. Also a deflection tests was performed and the catheter passed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.